Event description:
It was reported that cadd medfusion 4000, displayed several alarm errors, including: system failure: a2d reference voltage bgnd test system advisory: battery not working system advisory: hardware not found. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals on the bottom case and plunger assembly were missing, and the bottom case and right plunger case were cracked. Review of the event history log showed an occurrence of "base hardware failure (at power up)." The investigation determined that the printed circuit board not operating as intended was the cause of the reported alarms. The battery was used in a testing device and was working with no problem found. The main printed circuit board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.no causes or potential causes of the customer's reported problem were found during the review of service and repair record.